Manufacturer narrative:
Product event summary: the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a worn-out velcro patch. Additionally, visual inspection revealed a damaged clip. The worn-out velcro patch as well as the damaged clip affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event as well as the observed damaged clip can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the velcro on the back part of the patient pack was torn and could cause the batteries or controller to fall out. The patient pack was exchanged. No patient complications have been reported as a result of this event.